Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.